Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. The preoperative merge contains a shift present in both the ap and lateral merges. Merge shifts can cause navigation integrity issues and lead to the misplacement of screws. The user must verify the merge before proceeding to navigation. Additionally, the user reported that the screwdriver appeared off from trajectory. The system overlays the instrumentation on patient anatomy during navigation. An instrument appearing off in navigation can be symptomatic of skiving. The cause of the reported issue was traced to user technique.

Event description:
It was the mcs and crio(B)(4). In the level l2-r the drills and the tap were in the trajectory, but the screwdriver was first off from the trajectory then was back in the trajectory. The surgeon had a good feeling, he is very confident with the excelsius and globus systems. The operation was completed. Post or control showed that the screw l2-r was off. By now no revision operation is planned.